Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 date of submission (B)(6) 2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
A nurse reported that the patient was admitted to the hospital on (B)(6) 2011 with a diagnosis of diabetic ketoacidosis (dka). She stated that the patient was removed from the pump and placed on intravenous insulin. The nurse reported that the patient was discharged from the hospital on (B)(6) 2011. The nurse said that the patient does not think the cannula was bent upon admission to the hospital. Animas customer support (cs) reviewed the pump history with the nurse, and found that all settings were correct. The nurse stated that the patient was unable to provide a reason for the hyperglycemia. The pump is being replaced for a short battery life complaint. This malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because the patient experienced dka while using the pump.